Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose than normal after changing the infusion set. The glucose level reading was 269mg/dl. Troubleshooting was performed, and the drive support cap was flush. Assisted the customer to run a manual prime test and the insulin did exit. No further information was provided.